Manufacturer narrative:
D4: UDI number not required for this product code/lot# combination, the di portion has been provided. The actual device has not been received by the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed no previous reports for the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported device separation during a procedure. Follow up communication with the user facility confirmed the following information: 76mm of the proximal end of the catheter became separated; the attending tech reported that the separation of the catheter occurred outside of the patient's body during removal; the procedure was completed; and the patient's condition was reported as good with no impact.

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the returned sample evaluation results. (B)(4). The actual device was returned to the manufacturer for evaluation. Visual inspection found the actual sample consisted of a fractured segment of the catheter and the main body of the catheter combined with the guidewire. It was found to be impossible to withdraw the guidewire from the main body of the catheter due to their tight adhesion with each other with solidified blood. Hereinafter, the main body of the catheter combined with the guide wire is called "main body" in this report. The total length of the catheter was measured and found to have been stretched by approximately 50mm. Due to this elongation, it cannot be determined if there is any segment missing from the catheter. Magnifying inspection of the fractured segment revealed it had been crushed in multiple locations. The catheter shaft was noted to have been elongated with the stainless steel reinforcement being exposed. Electron microscopic inspection of the fracture ends of the stainless steel reinforcement revealed the reinforcing wires had been diminished toward the ends. The outside and inside diameters were measured and confirmed to meet manufacturing specifications. The tensile force was determined on the undamaged segment and confirmed to meet manufacturing specification. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample was subjected to a pulling force which exceeded the product strength, resulting in the fracture of the catheter. The labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as: "if any resistance is felt, do not remove the catheter by force. Withdraw the catheter carefully together with the guiding catheter. Removing the catheter by force may result in the catheter breakage/separation, which may necessitate retrieval." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.